Manufacturer narrative:
The median age was 49.2 ± 10.8 years. The occurrence date is between b)(6) 2009 and b)(6) 2011. B)(6). Article citation: cheng-chia, lee., kun-hua, tu., hsiao-hui, chen., ming-yang, chang., cheng-chieh, hung (2016). Risk factors for drainage-requiring ascites after refractory peritonitis in peritoneal dialysis patients. Int urol nephrol (2016) 48:1721¿1730. Doi 10.1007/s11255-016-1376-y the sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics. On an unreported date, the patient¿s pd catheter was discontinued and the patient was switched to hemodialysis. The patient outcome was not reported. Additional information is not available.